Event description:
The patient was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Examination of the submitted tibial tray confirmed loosening in vivo. The investigation could not draw any conclusions about the tibial tray loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.